Event description:
It was reported that the pump touch screen would intermittently turn black and the customer could no longer interact with the pump. Customer¿s blood glucose level was 300 mg/dl. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.